Manufacturer narrative:
It was reported that the patient was experiencing critical battery alarms. Six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log files covering the event date are not available for analysis. As a result, the reported event could not be confirmed as the devices performed as expected and no logs covering the event date were available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery/(B)(4) / cat#1650de / exp. Date:10/31/2015 device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 10/31/2014. Labeled for single use: no. (B)(4). Battery/(B)(4) / cat#1650de / exp. Date:10/31/2015. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 10/31/2014. Labeled for single use: no. (B)(4). Battery/(B)(4) / cat#1650de / exp. Date:03/31/2016. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 03/31/2015. Labeled for single use: no. (B)(4). Battery/(B)(4) / cat#1650de / exp. Date:09/30/2016. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 09/30/2015. Labeled for single use: no. (B)(4). Battery/(B)(4) / cat#1650de / exp. Date:10/31/2015. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 10/31/2014. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained about critical battery alarms. The suspected devices were exchanged with no reported patient consequences. No further information was provided.